Manufacturer narrative:
E1 - event site name -(B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) was failing leak tests. There was no patient involvement and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they discovered a large dent on the back and a large helium leak. The fse reported that the helium reservoir was replaced to fix the issue. The unit passed all functional and safety tests to manufacturer specifications.